Manufacturer narrative:
This MDR is being reported under exemption number e2015052 and is part of the 227 pilot program. The reported event involved a large automated clinical chemistry device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. A field representative went onsite to evaluate the device and found the detergent tubes of the vacuum pot were clogged and the calibration was "not good". The field representative replaced the tubes and checked the rinse unit. The lines were cleaned and the gear pump was replaced. Further investigation determined the field representative findings were the root cause. No systemic issue with the device was identified during the investigation of this event.

Event description:
This report summarizes <noe>1</noe> malfunction event where erroneous results were generated by the p module analyzer. The event involved erroneous results for creatinine plus ver.2 for 33 patients. The patients' ages, weights and genders were requested, but were not provided. There was no reported injury or death. The event did not necessitate remedial action to prevent an unreasonable risk of substantial harm to public health.